Event description:
Customer reported that a patch was sewn on the pt's heart to repair an atrial septal defect using a running stitch with 5-0 prolene. Three days later an echocardiogram was run and a residual defect was detected. The pt was returned to the o.r. And it was reported that at the time of the re-operation the prolene stitch had broken in the middle. Pt is currently doing very well.